Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. No drug information was provided. It was reported that the representative mentioned that a facility he was working told him the pump had been infected. The pump was one of twenty-four the facility was working with. The representative stated he did not have any additional information regarding the pumps mentioned. A nurse just happened to provide that information to the representative during a general conversation about infection. It was unknown if the infection was related to the device. No further patient complications were reported. Additional information received on (B)(6) 2017 from the hcp reported the pump was implanted and ¿removed 6 months later on (B)(6) 2016¿.